Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-14194. It was reported the pt experienced a wet tap during her permanent implant procedure. The pt was given a bolus of IV fluids. Post-operatively, the pt had no associated very minimal complaints. The pt had no associated complaints the following day. The pt is receiving effective stimulation and the issue has resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.